Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were redness and pain at the ipg and midline incision. The physician does not believe the infection was device related. The patient was given IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70, serial # (B)(4) description: artisan surgical lead, 70cm. The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.